Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an air in line error on several sets. The product fault occurred during testing, there was no patient involvement.

Manufacturer narrative:
One device was returned for repair in used condition. A previous service replaced battery door, which is not related to the current complaint. There was no applicable evidence to review in the error log. Primary reported problem "air in line error on several sets" was duplicated. The air in line (ail) sensor is faulty, verified status did not change form air to pass. The cause of the problem was the air detector, and it was replaced to correct the issue. The device passed all functional tests after the repair.